Event description:
The account reported that sparks are coming out of the plug on the power cord. The bed was located in the store room on the first floor at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the power cord had flash marks and burn marks on the plug and also the power cord prongs were bent over, most likely caused by damage or user error such as the bed not being unplugged before transport. The bed was swapped for a known working bed. The technician replaced the power cord to resolve the issue at the hill-rom warehouse. Based on this information, no further action is required.